Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 15may2025, it was stated the device's diagnostic report (drpt) was not available because the customer had not provided it. No repair had been completed, and no parts had been ordered because the customer was unresponsive. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 30may2025, it was provided that the customer had stated that the issue was not with a philips v60 device. It was with "a device from another brand." The customer requested no further service from philips. It is determined that the initially alleged device issue did not occur and was the result of an erroneous report from the customer. Philips will complete no further work as there was no issue with the v60 ventilator. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was black. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).